Event description:
It was reported that bd nexiva¿ with bd connecta¿ 3-way stopcock had the needle detach from the safety mechanism. The following information was provided by the initial reporter: "this morning (B)(6) 2022 nurse pricked an IV with nexiva venflon, when withdrawing the protected needle, the plastic piece that normally protects the tip of the needle remained with the patient and the nurse had an unprotected needle in her hands. She did not prick herself on the needle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ with bd connecta¿ 3-way stopcock had the needle detach from the safety mechanism. The following information was provided by the initial reporter: "this morning (31-mar-2022) nurse pricked an IV with nexiva venflon, when withdrawing the protected needle, the plastic piece that normally protects the tip of the needle remained with the patient and the nurse had an unprotected needle in her hands. She did not prick herself on the needle."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of shield loose / off was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformance's associated with this issue during the production of this batch. A root cause could not be determined.